Event description:
On (B)(6) 2009, the pt underwent an endovascular repair of the thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The procedure ended successfully without complications. On (B)(6) 2010, a proximal type 1 endoleak was identified. The physician determined to monitor the pt. Persisting proximal type 1 endoleak was confirmed during routine f/u exams. The aneurysm size remained unchanged. On (B)(6) 2012, non-gore mfg stent graft (zenith) was implanted to repair the endoleak. On (B)(6) 2012, a computed tomography (CT) scan showed a slight amount of proximal type 1 endoleak. The physician continued to monitor the pt.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.